Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement. The device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic cardiac planned procedure. The procedure was completed after correcting the movements. The philips remote service engineer (rse) connected with the customer remotely and confirmed that the c-arm performed an uncommand movement. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the propeller movement joystick did not return to the neutral (delta) position after being released. To resolve the issue, the fse replaced the geo control module. The defective part was sent for analysis for control module no failure was found. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.